Event description:
Additional information was received that this previously abandoned lead was fully explanted along with the rest of the active cardiac resynchronization therapy system due to the ongoing infection issue.

Event description:
Boston scientific received information that during a routine follow up visit, this left ventricular (lv) lead previously exhibited high pacing impedances greater than 2000 ohms and high threshold measurements. A replacement procedure was scheduled. During the revision procedure, the pocket was partially opened and a liquid fluid came out of the pocket. The physician suspected that this could be the result of a haematoma, but could not exclude, that this was a sign of an infection. The new lv lead was isolated and implanted away from the rest of the device and not connected to the device as the old lv was surgically abandoned. A smear-test was taken and the pocket was flushed with a disinfectant. The device was reprogrammed as the patient is pacer dependent and programming was changed due to the revision. Additional information was received that this product was part of a system revision due to infection as pathogenic germs were found in the pocket. There were no additional adverse effects reported. The lead was surgically abandoned and will not be returned for analysis.

Manufacturer narrative:
To date, the device remains implanted and the abandoned lead was not returned to boston scientific therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.